Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd ultrasafe passive¿ x-series needle guard syringe mlfunctioned as "patient reported that one of her syringes did not inject properly yesterday on the (B)(6) 2018. Patient reported the piston flew out. Patient advised because of this she only injected one injection of 150 mg, instead of 300 mg. Patient also advised that because she skipped her injection last month, she has been having pains regularly". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
As no samples were available bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Bdm-ps performed a batch history record review including a review of all data collected during in process and quality inspections. The batch has met all the applicable criteria before being shipped. As no samples were provided a true root cause could not be established. If samples are received a supplemental report will be filed.